Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) had a crack in the blood detect tubing glass. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). The getinge field service engineer (fse) that encountered the issue replaced the blood back tubing and observed no leaks during the pneumatic test. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) had a crack in the blood detect tubing glass. There was no patient involvement, and no adverse event reported.